Event description:
It was reported that during a wisdom tooth removal, the bur guard broke and bruised the scrub nurse's face. There was reported swelling and bruising to the face, but the nurse is expected to heal without treatment.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for investigation. Based on the investigation, the failure was most likely caused by the bur guard coming into contact with the nose cone of the drill while it was running. This resulted in the bur guard overheating; it then cracked and the remainder melted which led to the residue observed on the drill. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.